Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that their insulin pump delivered a vial of insulin to the customer one night. The customer did not provide what their blood glucose were, symptoms after the event or treatment following the insulin delivery. The customer did not mention if the product is returning for analysis.